Event description:
It was reported that the patient went to the hospital with dizziness and dyspnea. The pacemaker could not be interrogated and a temporary pacemaker was used due to output block. The device was explanted and replaced. There have been no further complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed a no output and no telemetry condition. Longevity testing at nominal settings found the device had not met its expected longevity. The titanium shield was removed and a microscopic visual revealed no abnormal conditions. Further analysis confirmed the high current drain reported, and was found to be associated with avreg. Two related integrated circuits (ic), capacitor, and all solder bumps were shown to be nominal. One ic was irreversibly damaged during the re-packaging process. Considering that the high current drain was associated with avreg and attempts had been made to analyze the related integrated circuits and all associated capacitors, no further analysis was attempted.